Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: motor device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed on the device which determined that the device failed for lock operation assessment. It was further determined that the attachment device did not engage with the motor because the bearing stack screw had come out. It was determined that the issue was consistent with normal wear, loctite degrade from use and cleaning over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-testing, it was discovered that the attachment device would not connect to the motor device. During in-house engineering evaluation, it was observed that the attachment did not engage with the motor because the bearing stack screw had come out. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.